Event description:
The customer reported that while a pt was on a centrysystem 3 machine, the machine pulled too much fluid from the patient. The target weight removal was set for 1.9 kg. Actual weight removal was charted at 3.3 kg, when the patient was weighed after treatment. The patient was returned to the treatment area and was given 1.5 liters of saline IV. Her vitals stabilized and she was discharged home without further intervention or treatment.

Manufacturer narrative:
The device was inspected. A silicone plug was found in valve 7 and was removed. The plug became dislodged from within the balance chamber diaphragm and traveled downstream, causing vb7 to leak. Failure to vb7 to completely close can result in unmonitored fluid removal from the patient. The technician proceeded to functionally test the machine and found it to be working within manufacturer's specifications.